Manufacturer narrative:
The device was received for evaluation and blood was observed on the adhesive pad. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the diagnosed infection and no issues were found. The exact cause of the infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they went to a local clinic appointment on (B)(6) 2025, as the evening prior they had to remove the pod due to having a sharp pain. Upon removal of the pod, the pod site on their arm was red, swollen and there was pus. The doctor diagnosed an infection at the pod site and antibiotic pills were prescribed as treatment, clarithromycin 500mg x2 per day. A new pod was successfully applied.